Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy at the first refill for a new pump implant. The expected reservoir volume was 1.2 ml and the actual reservoir volume was 20 ml. The patient did not show a therapeutic response or have pain relief following implant. It was found that a piece of vicryl from a recent hernia surgery had kinked the catheter. The patient did not experience withdrawal. The patient was currently doing fine and was having 100% relief.